Event description:
It was reported that the remicade infusion infused within one hour instead of the expected 2 hour duration. The device programming was checked to find it accurate, and pharmacy verified and validated the IV bag volume. The devices were sequestered and sent to the biomed department in which the unit passed all performed testing. There was no report of patient harm.

Manufacturer narrative:
Update information the customer¿s report of an over infusion was not confirmed. Pump module s/n (B)(4) was opened for the internal inspection. There were no signs of fluid ingress on the returned device. Observed no fluid ingress in the rear case. Inspected the surface and the perimeter of the membrane frame. The mechanism assembly was disassembled. Observed no fluid residue on the occluder fingers or occluder springs. No fluid residue is found on the occluder finger grooves in the bevel cavity. The mechanism assembly seems to be in good working condition. All parts were observed to be bd parts. Analysis of the pump module event log shows the pump was programmed to infuse a volume of 10ml at the rate of 5ml at 3:31 pm on (B)(6) 2019. The programmed infusion was completed at 5:11pm on (B)(6) 2019 as expected. Functional testing performed found device delivering fluid slightly out of specification on the low side (under infusing) when tested, however this would not explain the customer experience of an over infusion. The root cause of the customer¿s experience of an over infusion was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the remicade infusion infused within one hour instead of the expected 2 hour duration. The device programming was checked to find it accurate, as well as, pharmacy verified and validated the IV bag volume. The devices were sequestered and sent to the biomed department in which the unit passed all performed testing. There was no report of patient harm.